Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fire. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The account manager claims that the hospital sent the device back to the facility. The tracking information is not available. If the device is received, the complaint will be reopened, the device will be investigated and a follow up emdr will be sent.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fire. The hospital did not report any patient effects.